Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# l35646, implanted: (B)(6) 1995, product type: lead. Product ID: 3487a-56, lot# l33425, implanted: (B)(6) 1994, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3487a-56, serial/lot #: (B)(4), ubd: (B)(6) 1999, UDI#: (B)(4); product ID: 3487a-56, serial/lot #: (B)(4), ubd: (B)(6) 1998, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Manufacturer representative reported the impedances were checked and electrodes 0, 6 and 7 had high impedances. Reprogramming was done with the remaining electrodes. The issue was reportedly resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the high impedances were not known.